Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.3, 2.2, 1.7. Initial result =1.3, repeat = 2.2, 1.7; testing performed minutes apart, repeat on different fingers. Pt was concerned that 1.3 was initially incorrect because blood appeared "runny" when performing test. Has been on coumadin for years, last dose last night. Diabetic, on specific diet.

Manufacturer narrative:
Investigation pending.